Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon did not inflate due to leakage from the inflation lumen near the distal end of thermal filament mid-form. Leakage occurred from a slit, about .11 inches long and extended underneath the thermal filament cover.